Event description:
Upon deployment of the stent, the balloon would not deflate. During this time, the pt's heart stopped necessitating heart massage. Deflation was eventually achieved after approximately fifteen minutes. The pt recovered from this incident.